Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture and loss of sensing was observed on right ventricular lead. Lead was found to be dislodged on fluoroscopy. Lead was capped and replaced on (B)(6) 2019. Patient was stable.